Manufacturer narrative:
Patient date of birth and weight is unknown.: j.w. Kim et al. (2017). Pseudoaneurysm of the deep femoral artery caused by a guide wire following femur intertrochanteric fracture with a hip nail: a case report, acta orthopaedica et traumatologica turcica 51 (2017) 266-269. Preoperative and postoperative radiologic findings. Left hip anteroposterior (ap) and lateral x-ray showing intertrochanteric fracture of the left femur, date unknown. Postoperative ap and lateral view demonstrating good reduction of fracture, date unknown. Computed tomographic image of the upper thigh demonstrating the dramatic difference between the size of left (66 cm) and right thigh (51 cm), date unknown. Computed tomographic angiography showing a large hematoma at left hip and a 3cm sized pseudoaneurysm originated from the deep femoral artery (dfa), date unknown. Following angiography revealing a 3 cm-sized pseudoaneurysm arising from a muscular branch of the dfa, embolization with coils, left hip ap x-ray at postoperative 2, date unknown. Embolization site is exactly consistent with the tip of a guide wire in intraoperative c-arm image, date unknown. This report is for unknown - proximal femoral nail antirotation-ii (pfna2) guide wire. Part and lot numbers are unknown. Without the specific part and lot number; the UDI number is not available. Implant/explant date unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)_literature article_kim.pdf].

Event description:
This report is being filed after the subsequent review of the following literature article: j.w. Kim et al. (2017). Pseudoaneurysm of the deep femoral artery caused by a guide wire following femur intertrochanteric fracture with a hip nail: a case report, acta orthopaedica et traumatologica turcica 51 (2017) 266-269. Korea. The study objective was to present a case study to show that pseudoaneurysm can occur in a guide wire during hip nailing. Surgeons can avoid this complication with confirmation of lateral and anteroposterior view of hip. The case study included an (B)(6) old female who suffered pain in her left hip after a mechanical fall at home. She had a medical history of hypertension and angina pectoris, and she had a total knee arthroplasty revision performed one year ago. Plain radiographs revealed intertrochanteric fracture of the left femur. Surgery was done on the second day after injury. Reduction was achieved under fluoroscopy, and internal fixation of her left proximal femur was performed with proximal femoral nail antirotation-ii (pfnaii). The following complications were reported: patient had complained of severe pain in the proximal thigh and severe swelling of left thigh was revealed. Four units of packed red blood cells were transfused. A large hematoma was found in the left thigh and a large pseudoaneurysm originated from the deep femoral artery (df). Also detected was atherosclerotic aortoiliac calcifications without significant stenosis. Also revealed, a 3 cm-sized pseudoaneurysm arising from a muscular branch of the dfa. The pseudoaneurysm was embolized with coils including afferent and efferent segment, and there was no further active hemorrhage. There was a mal-positioned guide wire, and the end of guide wire was exactly consistent with the area of pseudoaneurysm. A mal-positioned guide wire caused a pseudoaneurysm of deep femoral artery. This report is for one (1) unknown proximal femoral nail antirotation-ii (pfna2) guide wire. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).